Manufacturer narrative:
On 8/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Concomitant products: stockert j70 generator (model# 39d-76x, serial# unknown), carto 3 system (model# m-5830-01, serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and during the procedure coagulum was observed stuck to the tip of the catheter. The catheter was replaced, and the procedure completed without patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. No error messages were observed on the system and the physician did not see any product problems. No issues presented related to temperature and flow on the catheter. Generator parameters were in power control mode and temperature information was not provided. Patient was administered an unknown anticoagulant. The issue of coagulum on the tip of the catheter has been assessed as reportable.